Event description:
It was reported via the sales rep, that during a total knee reconstruction surgery, the blade broke at the mount and at the teeth of the blade. The broken pieces were located and removed by the surgeon using a tweezers.